Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the patient finished charging his ipg, the charging antenna gets hot and smells like burning electrical equipment. Also, the charger will not stay turned on. A new charging system was sent to the patient.